Event description:
Reportedly, on (B)(6) 2025, during interrogation of a pacemaker the tablet became unresponsive and could not interrogate. Another programmer was used and it worked normally.

Manufacturer narrative:
Analysis of the provided information is still ongoing, results are not available yet.

Manufacturer narrative:
Review on the provided information permit to establish that: - the reported issue may have been cause by a pop-up and/or programming menus and/or dropdown list that are not visible by the user. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported event. - updating the smartview version to 3.18 will solve the issue on this tablet. - the most probable hypothesis is a programmer software issue. - the complaint is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, during interrogation of a pacemaker the tablet became unresponsive and could not interrogate. Another programmer was used and it worked normally.